Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. However, the device was serviced on-site by a field service engineer (fse). The fse performed multiple tests and checks. The serial number was verified. It was found that the flashlamp was not simmering for channel 2. The channel 2 brick was replaced to solve the issue. All channels were aligned for mode and center near/far. The fse checked far focus on all bricks. The aiming beam and controls were verified. The fse checked all calibrations, centration, and completed operational tests. Key switch, e-stop, footswitch, blast shield, and interlock operation were verified. Fse calibrated and passed all checks and met factory standards. Operational tests and energy checks were passed with no errors. The system is ready for use. The malfunction found could have affected the device performance leading to the event experienced by the customer. A risk review was completed and confirmed that the event of "device - damaged/defective" and "device - low power" were defined in the risk documentation and is documented accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was installed on 1/29/2019 and this event occurred over 7 years after the system installation. After this period, component wear, failure or damage is possible based on product use. Based on the information available, the conclusion code "cause traced to component failure" has been assigned as the most probable cause.

Event description:
It was reported that the unit had power issues and that the device is not lasing to its highest potential. It was noted that the problem indicated a physically broken/worn/damaged optics. There was no patient or procedure involved.

Event description:
It was reported that the unit had power issues and that the device is not lasing to its highest potential. It was noted that the problem indicated a physically broken/worn/damaged optics. There was no patient or procedure involved.